Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter adapter / connector / hub - defective / deformed / molding issue treatment requires the use of heparin cap, heparin cap piston broken in the catheter interface, given emergency treatment, re-replacement, attention to observation and follow-up, good explanation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No sample returned, no picture returned. 2. Review batch record information, 1. The complaint lot 3199592 was produced in the prn automatic assembly line, the production date is 2023-08, and the m860 packaging machine was packaged in 2023-08, and the batch of products totaled (B)(4). 2. Check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3. Check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Perform the functional test (leakage test .on the retained sample of complaint lot, the test result is pass. 4. Root cause cannot be confirmed. 5. The plant continue pay attention to this defect.

Event description:
No additional information provided.